Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 770573.

Event description:
It was reported that the patient presented to the hospital with partial paralysis in her lower extremities, headache, and nausea. It was suspected that she had a possible subdural hematoma from the spinal cord stimulator (scs) implant procedure that was placed a few days prior. Magnetic resonance imaging was done. The physician diagnosed a subdural hematoma located under the scs paddle lead. The suspected/known cause of the neurological symptoms was the hematoma. The physician assessed the event was not device related, but the procedure itself that had complications that led to the hematoma. The patient underwent a procedure where the scs system was explanted. The patient was admitted to hospital for inpatient rehab.